Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following 24 hours of use for a patient with a #8.0 smiths medical portex® cuffed blue line ultra® tracheostomy tube presented to the hospital with respiratory discomfort and desaturation. Subsequently, the tube was required to be changed out. Following removal of the trach, the cuff was noted to be bored. There were no reported adverse patient effects.

Manufacturer narrative:
Device evaluation summary: one used decontaminated blu tracheostomy tube 8.0mm s/assy was received in plastic bag without its original packaging. The sample was visually inspected and appeared to be in good condition. However, upon a cuff inflation test it was observed the cuff was asymmetric, it had an oval shape, and was immediately deflating. This defect is noted to occur when the cuff is overinflated. Next, the cuff was submerged into water and small cuff tear was observed. The tear was found to be in area which the most affected by over inflation. Since the leak was observed after some time in use, it is the most probable that cuff was damaged during use by over inflation, which led to the cuff leak. This conflicts with the device's IFU. Additionally, inflation tests were also noted to be audited finding no deflated cuffs. Also, a review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. The identified problem source was determined to be user interface.